Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that cardiac infarction, occlusion and death occurred. In an unspecified date, a 12x3.50mm taxus® liberté® stent was implanted in the proximal end of left anterior descending (lad) artery. In (B)(6) 2014, the patient experienced breathlessness at home and patient took nitroglycerin orally. Later that day the patient had a cardiac attack and took nitroglycerin, however, patient did not recover and the patient was transferred to a hospital. After the patient was transported to the hospital, the patient¿s blood pressure dropped. The patient was then intubated and patient's level of consciousness was decreased. The following day, the patient expired. As per death certificate, the cause of death is acute cardiac infarction and medical records described the cause of the death was the possibility of hypoxemia due to congestive heart failure. Autopsy was performed and it revealed the occlusion in the lad (the detail of the anatomy location is unknown).